Event description:
As reported from the medical affairs, a patient underwent placement of a cypher stent two years post initial stent placement; placement of a non-cypher stent approximately four years post initial stent placement; and quadruple bypass approximately five years post initial stent placement. The patient's medical history is significant for diabetes, coronary heart disease, rheumatoid arthritis, denied smoking and use of drugs, drink alcohol rarely and allergic to penicillin. In 2004, the patient had a 2.5x18mm cypher otw placed in the diagonal, following chest pain and sweating that was diagnosed as heart attack. Approximately two years later, the patient experienced a second heart attack with the symptoms of sweating, chest pain and loss of consciousness. It was reported that the patient underwent placement of a second 3x33mm cypher rx in the lad. The outcome of the event was resolved. Approximately four years later, the patient experienced a third heart attack in an unknown vessel and abbott stent was placed as a treatment. The outcome of the event was resolved. Approximately five years later, the patient experienced a fourth heart attack in an unknown vessel and was referred for a quadruple bypass. The event was resolved. No additional information was provided by the patient.

Manufacturer narrative:
The exact implant date of this device is unknown. The report indicated that the device was implanted in 2004. Additional information will be submitted within 30 days of receipt. This is one of two products involved with these adverse events in which associated manufacturer report numbers are 3003742446-2012-00482 and 3003742446-2012-00483.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this cypher stent patient suffered mi's and restenosis post implantation. As reported from the medical affairs, a patient underwent placement of a cypher stent two years post initial stent placement; placement of a non-cypher stent approximately four years post initial stent placement; quadruple bypass approximately five years post initial stent placement; and loss of eyesight approximately six years post initial stent placement. The patient's medical history is significant for diabetes, coronary heart disease, rheumatoid arthritis, denied smoking and use of drugs, drink alcohol rarely and allergic to penicillin. In 2004, the patient had a 2.5x18mm cypher otw placed in the diagonal, following chest pain and sweating that was diagnosed as heart attack. Approximately two years later, the patient experienced a second heart attack with the symptoms of sweating, chest pain and loss of consciousness. It was reported that the patient underwent placement of a second 3x33mm cypher rx in the lad. The outcome of the event was resolved. Approximately four years later, the patient experienced a third heart attack in an unknown vessel and abbott stent was placed as a treatment. The outcome of the event was resolved. Approximately five years later, the patient experienced a fourth heart attack in an unknown vessel and was referred for a quadruple bypass. The event was resolved. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot x0603548 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Diabetes. This is one of two products involved with these adverse events in which associated manufacturer report numbers are 3003742446-2012-00482 and 3003742446-2012-00483.